Event description:
It was reported that the patient developed an infection of the neurostimulator pocket. The ins was moved deeper, but the infection recurred and the hcp decided to remove the neurostimulator and extension. It was unknown if a culture was taken, and it was believed that the explant procedure was normal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3387s-40, lot # v132495, implanted: (B)(6) 2010, explanted: na; extension model 37085-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: unk; extension model 37085-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: unk; programmer model 37642, serial # (B)(4).